Event description:
The patient reported he experiences discomfort at the ipg site while charging and changing stimulation programs. X-rays were taken and no anomalies were noted. The patient indicated his physician suggested explanting and replacing the scs system. The patient is considering if he desires to undergo surgical intervention and is to consult with his physician as the next course of action. The patient also experiences uncomfortable stimulation and diagnostics indicated low impedance readings (reference MFR reports: 1627487-2015-15061, 1627487-2015-15062 and 1627487-2015-15063).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated x-rays were taken and the ipg appears to be at a 45 degree angle to the skin. Surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.